Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep indicating the neurologist planned to program around the high impedances.

Manufacturer narrative:
The main component of the system, other applicable components are: product ID: 3389s-40, lot# va1fczz, implanted: (B)(6), product type: lead. Product ID: 3708660, serial (B)(4), implanted: (B)(6), product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins). During a stage ii implant procedure, a high impedance over 13,000 ohms was measured on contact 11 with impedances run at 3.0v. The grommet which holds contact 11 was found to be twisted on the lead. The surgeon was able to tuck the lead and the grommet back into the sheathing. Final impedances were greater than 8000 ohms on all pairs involving contact 10. It was noted the surgeon may not have squeezed the grommet tight enough while screwing the lead into place. There were no patient symptoms observed.